Event description:
As the doctor was screwing in the 30mm screw, the screw broke, partially leaving a piece of the screw inside the patient. The removal set was utilized to remove remaining pieces. Image taken to verify.